Event description:
It was reported that prior to a percutaneous endovascular repair of an abdominal aortic aneurysm (aaa) procedure, pre-close placement of the sutures was attempted of the common femoral artery using a perclose proglide device. After deploying the first proglide device sutures, an attempt was made to deploy the second proglide device. Reportedly, after fully pressing the needle plunger to deploy the needle, when the needle plunger was removed, there was no suture present. The lever was returned to its original position to park the foot and the device was pulled out. Another proglide device was deployed opposite in orientation and set to the side. The access site was dilated to 24-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported a needle-to-cuff miss could not be confirmed. The suture on the returned device was captured and was pulled through the handle as intended. Clarification was requested from the account, which indicated that the device returned may have not been the actual complaint device. The account did not provide any further information. Based on visual inspection and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It was reported the procedural sheath used was 24fr. The special patient populations section of the instructions for use (IFU) states safety and effectiveness has not been established in patients with introducer sheaths less than 5f or greater than 8f during the catheterization procedure. However, this would have not influenced the reported experience.